Event description:
It was reported that a user experienced hyperglycemia after dinner while using the ilet, with blood glucose reaching 390 mg/dl and trending down to 331 mg/dl after a meal announcement and no device alerts or alarms. Symptoms included elevated blood glucose without reported injury. Outcomes included troubleshooting and education provided by support, with no medical intervention or hospitalization. Investigation included user interview and technical review. Investigation of this case revealed no device malfunction and that glucose elevation was likely related to meal dynamics. It was concluded that the device functioned as intended and that the event was due to cause unclear hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.